Manufacturer narrative:
MDR 3003442380-2024-02272 - device 7 of 11.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. Since beginning of january, it was reported that the patient experienced welts/bumps are seen around the area of insertion when infusion sites are removed. The infusion set in use for two days. The patient received correction injection via multiple daily injection (mdi). The patient had tested for ketones ranging between high and low. The patient reported that each site has experienced this issue which she noticed around seven hours that her blood glucose level is not decreasing. Patient did not remove site until day two even with noticing her blood glucose level increasing. Patient reporting no compromise to the sites/cannulas are being seen when sites are removed. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the information in this complaint (B)(4) has been evaluated for the malfunction occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to malfunction code malfunction cannot be determined. No escalation required. The batch 5410822 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined cannot be determined. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Pieces 1,2 and 3 detached during the static test at the tape base device history record (DHR) review: the lot 5410822 was manufactured according to the document wi version 73 on the packing process in the machine 12, on 29/jan/2023, with a total of (B)(4) units. Assembly DHR review: the lot 5411028 was manufactured according to the wi version 25 manufactured in the line assembly quickset, on 06/jan/2023 with a total of (B)(4) units. Glue tubing DHR review: the lot 5411011 was manufactured according to the wi version 37 manufactured in the machine mp08, mp05 and mp04, on 06/jan/2023 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 05/aug/2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 5410822 and no more complaints have been registered in database for the same lot 5410822 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.